Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted via the right femoral vein in a 79-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally receiving vasopressors and inotropes for hemodynamic support. The patient was being supported with an impella cp device prior to the rp flex implant. The patient's history was noted to have had and aortic valve replacement as well as a aortic aneurysm. During support, a drop in pump flows was reported following patient repositioning. Evaluation identified biomaterial within the system, and biomaterial was observed in the outflow following explant. A saturated pump flow condition was reported. The introducer had been flushed prior to insertion. Additional contributing factors included a gastrointestinal bleed following abdominal aortic aneurysm (aaa) and aortic valve replacement (avr) repair. Target anticoagulation was reported not to have been maintained throughout support. It was unknown whether the patient¿s activated clotting times were between 160 and 180 seconds around the time of the event. The patient had no reported history or presence of deep vein thrombosis. It was also reported that venous lines or cannulas in place were not evaluated for thrombus risk prior to rp flex insertion. Due to the reported pump flow issue and presence of biomaterial, the impella rp flex device was removed and exchanged for a second impella rp flex device. The exchange was completed without any observed impact on the patient¿s hemodynamic status. No further adverse events were reported. While on support, the impella rp flex device operated at performance level p8 with expected flows of 3.9 l/min. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter sodium bicarbonate.